Event description:
An endeavor resolute rx drug-eluting stent, length 30mm, diameter 2.5mm, was intended to treat a lesion in a pt. It was reported that the resolute stent dislodged from the balloon in the pt. The target lesion in the proximal lcx was reported to be severely calcified. It was reported that modest pressure was applied in an attempt to deliver the stent through the lesion. It was observed that the body of the stent became crumpled and partially dislodged from the balloon. Attempts were made to pull the partially dislodged stent and delivery system back into the guide catheter. The crumpled stent became partly wedged within the tip of the guide catheter. It was decided to withdraw the entire system retrograde through the femoral sheath. The stent came off the balloon entirely at the exit of the sheath and became trapped, with half the stent within the sheath and half within the cfa. Iabp sheath was replaced with a 10f femoral sheath. Jr4 6f guiding catheter was inserted. An attempt to pass a coronary wire antegradely through the femoral sheath resulted in further displacement of the stent into the cfa, which ultimately led to distal embolisation of the stent to the perino-tibial bifurcation. A goose neck snare was used to successfully retrieve the embolised stent. The procedure was completed with bms stenting of the mid lcx and proximal lcx. The pt was fine post procedure and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4): eval results: dislodgement. Severely calcified vessel. Guide catheter. Force used to advance device. Eval codes, conclusions: severely calcified vessel. Use of force to advance device through calcified lesion. Guide catheter. Eval summary: the device was received for eval by medtronic. There were crimp bake impressions evident along the working length of the balloon. The proximal pillow balloon folds were partially opened. The distal tip of the device was slightly flared. The stent was not on the device and was returned attached to a snare. The stent was severely deformed and stretched.